Event description:
It was reported that the initial percutaneous coronary intervention (pci) was for a proximal left anterior descending (lad); ivus was used and a high grade proximal lad stenosis was found. The stenosis was stented with a 4.0x18 mm promus stent and post dilated with a 4.0x8 mm non-abbott balloon catheter. It was then decided to stent the long diffuse section of the distal lad. Direct stenting was performed with the 3.0x28 mm promus stent at 14 atmospheres (atm) for 10 seconds. After deflating the stent delivery balloon, a perforation was noted mid stent. The stent delivery balloon was then inflated at 6 atm for 5 minutes. The balloon was deflated and another shot was taken and contrast could still be seen. A subsequent inflation was done for 6 minutes at 6 atm with the same 3.0x28 mm stent delivery balloon and there was an improvement in the contrast stain, meaning it was healing. Pci was completed for that segment of the vessel. A 3.0x18mm promus stent was delivered proximal at 12 atm for 10 seconds. Another inflation was done for 4 minutes at 6 atm, again with the delivery balloon of the 3.0x18 mm over the perforated segment. The pt was stable and the final shot showed no visible signs of the perforation and the case was completed and an echo was ordered. The physician felt the calcification in the distal lad segment ruptured the artery. No additional event or pt information is available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow up will be submitted with any relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.